Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Results: sample was fully primed and connected without difficult, the pump was set running and no alarm was activated. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: pm-1008 rev. 112 cassette bonding. Pm-1009 rev. 109 cassette bag loading. Pm-1010 rev. 119 cassette turntable, uv adhesive application and curing. Pm-322 rev. 106 accuracy test procedure qp 67-2265 rev. 116 deltec cassette (international and enteral). A review of the manufacturing process for p/n 21-7302-24 l/n 4013363 was conducted by quality engineer on 15/jul/2020, in order to verify that there are no situations or practices that could create the event as described in ?complaint description? Section. The following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed, in order to ensure that complied with gmp?s requirements and shm procedures: accuracy test was reviewed in three (3) units, in order to verify that no alarms were activated; no discrepancies were found. Production performs a 100% in process inspection, in order to verify for occlusions, kinked tubing verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Production performs an accuracy test; takes a sample of (3) parts at shift start-up, beginning of every job; at least every (5) hours. During the test, production personnel verifies that no alarms are being activated. Quality takes a sample of 15 units at an interval of two (2) hours +/- 30 minutes, prior to placing product in bag, in order to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Quality verifies that the accuracy test is been correctly performed. The customer reported: ?immediately after starting to use the product, the customer noticed the cassette was unable to be recognized and a "no disposable, clamp tubing" alarm was indicated. " no root cause could be determinate since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.

Event description:
It was reported that immediately after starting to use the product, the customer noticed the cassette was unable to be recognized and a "no disposable, clamp tubing" alarm was indicated. No anomaly was observed in the pump. No patient injury.